Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. Functional testing found the reported f_38 alarm when the device was powered on. The cause was determined to be fluid ingress on the force sensing resistors (fsr). To address this issue, the fsrs were replaced. The device was restored to a good working condition and returned to the customer. No additional information is available.

Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.